Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-26266. It was reported, the patient suffered a fall 3 weeks ago and since then has not been receiving effective stimulation. Fluoroscopy was performed and identified that one lead had migrated and the other lead had a possible fracture. The patient underwent revision surgery on (B)(6) 2014 where the physician repositioned both leads. There was no fracture observed on the leads. The patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.